Event description:
Procedure type: orthopedic. According to the rptr: by suturing the gluteus medius and minimus the needle point was missing. Needle point broke off. This resulted in tissue damage and the needle point was not found and therefore left in the pt.

Manufacturer narrative:
(B)(4).